Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au680 clinical chemistry analyzer and observed the sample pot had droplets, and the mixing bar was not properly turning. The fse replaced the ise nozzle and the mixing bar to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified the analyzer resumed to normal operation. Information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported obtaining low patient results for sodium and chloride on their au680 clinical chemistry analyzer. The low results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.